Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set tubing once and cartridge twice. While changing the pump supplies, customer reported that insulin was not observed to have exited the infusion set tubing during the fill tubing step. Reportedly, customer used cold insulin to fill cartridge. Tandem technical support (cts) assisted the customer with the fill tubing step. Customer confirmed insulin was exiting the cartridge pigtail. Cts informed customer that blockage was likely in the tubing and as per user instructions, room temperature insulin was to be used. Customer maintained the pump was the cause of occlusions and fill tubing issue. Customer's blood glucose was 270 mg/dl. Customer abruptly ended phone call with cts.